Event description:
Equate 3% hydrogen peroxide cleaning and disinfecting lens care system lot # 147769, exp: 07/11/2020. Product recently changed the contact lens cleaning case and the case does not fully convert the hydrogen peroxide within the 6 hrs described on the label resulting in a temporary burning in the eyes. The case appears to trap hydrogen gas and is slightly pressurized 8-10 hours after adding new cleaning solution. Equate. The problem stopped after the person stopped taking or using the product. The problem return if the person started taking or using the product.